Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6 fr device. The device was inserted and deployed. Adequate hemostasis was not achieved, and a femostop was applied. Shortly after, a retrobleed was diagnosed and the patient was taken to surgery. The surgeon found an oval tear in the artery which was repaired with stitches. The tear was thought to have occurred while the pt was combative in the cath lab.